Event description:
It was reported that the pt noted an eos message. The hcp reported the battery was depleted due to high settings. The pt also experienced infection symptoms of pain, redness, and drainage at the puncture and ipg sites. The wounds were cultured and mrsa was isolated. The device was explanted with plans to reimplant in the future after the infection had resolved. The pt was treated with IV and oral antibiotics. The pt recovered without sequela.